Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple insulin pump error. Customer's blood glucose level was 181 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test but it failed. Customer declined troubleshooting for the low blood glucose. Customer advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.